Event description:
Ongoing sinus and throat problems. Small black flecks have been in my mucus for 2 years, reported to my doctor with no source found. One known allergy, cedar. For specific dates, info my dr. FDA safety report ID # (B)(4).